Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. The malfunction alarm was cleared and insulin delivery was able to be resumed. It was indicated that the customer would acquire manual injections for alternate insulin therapy.